Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) explained possible causes and provided measures for troubleshooting. Subsequently, post lead revision, the field representative reported that the connection to header was checked and was fine. Rv coil was also tested with the pacing system analyzer (psa) and noted noise and no pacing at all. Hence, the physician opted to replace the lead; however, the helix could not be retracted so the lead was then surgically abandoned. Additional information was received indicating that no irregularities were observed under fluoroscopy. The competitor's rv lead was explanted while the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was electively explanted and replaced. No adverse patient effects were reported.